Event description:
The customer received low results on the device when checking their blood glucose. Pt passed out and was in the hosp for fourteen days. They were given an IV and their glucose was 100 mg/dl on their device versus 300-400 mg/dl on a hosp device. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.